Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant attempt there was difficulty implanting the lead due to patient anatomy. The lead was not implanted. No patient complications were reported as a result of this event.